Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The control knobs were tight, not loose. As noted in describe event or problem, the nozzle was not clearing after 10 seconds. Additionally, the distal end adhesive was cracked, and there were scratches on the insertion tube. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera iii colonovideoscope due to a loose combination knob. During the device evaluation, it was noted that the nozzle on the device was damaged and not clearing after 10 seconds. This report is being submitted to capture the damaged nozzle. Additional details relating to the patient and the event have been requested, but no response has been received at this time. However, no patient harm or consequence has been reported as a result of this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.